Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician had difficulty connecting multiple sized syringes to the lantern and therefore, the lantern was removed from the patient. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.